Manufacturer narrative:
During the rewind portion of the displacement test, the device returned a pump error 35 which could not be cleared. After further examination of the device's interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, plus there was rust on the inside of the motor end cap. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the pump error 35. Device received with a crack on the battery tube which starts at the corner of the belt clip rails. In addition to this, the left belt clip rail broke off. Finally the serial number label located between the belt clip rails is missing, and the middle (enter) keypad button is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received a open book image. The customer's blood glucose was 219 mg/dl. Customer states was swimming and reports they received the open book image on the insulin pump screen. Advised the pump will need to be replaced. Advised to discontinue use of the pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.